Manufacturer narrative:
Device analysis: the infinion cx lead model sc-2317-70, serial number (B)(6) was returned and analyzed. A visual and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The location of the bent/kink is 2cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. It appears that the lead was exposed to excessive mechanical force or movement, which caused the cable fractures right at the anchor point. With all the available information, boston scientific concludes the reported event was confirmed and the loss of stimulation and high impedances were caused by a lead fracture where the lead body exited the clik x anchor. The most probable cause was traced to component failure.

Event description:
It was reported that the patients leads exhibited high impedances and reprogramming was performed around the broken lead contact. The physician examined the patient and decided to perform a revision procedure to replace the lead. During the lead revision, it was found that the patients lead had migrated. The lead was explanted and replaced. The patient is doing well postoperatively and has fully recovered.

Event description:
It was reported that the patient's leads exhibited high impedances and reprogramming was performed around the broken lead contact. The physician examined the patient and decided to perform a revision procedure to replace the lead. During the lead revision, it was found that the patient's lead had migrated. The lead was explanted and replaced. The patient is doing well postoperatively and has fully recovered.